Event description:
Customer reported results of zero were obtained for red blood cell (rbc) counts when using the coulter lh 750 hematology analyzer. There were no erroneous results reported out of the laboratory. There was no death or injury attributed to this event, and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed that solenoid 11 was faulty. The fse replaced the solenoid resolving the issue. The part is being returned for evaluation. If the evaluation identified additional significant information, a supplemental MDR will be filed. Identification of failure modes: failure mode is related to faulty solenoid 11. Upon recur; the failure mode identified is likely to generate erroneous results for the red blood cell (rbc) parameter and associated indices due to a compromised sample path through the rbc apertures. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).